Event description:
Today I had to discontinue my current dexcom cgm (continuous glucose monitor) due to sensor failure after 6 days of wear. This is the third dexcom cgm in a row which has failed. The company is supposed to be replacing the other two, but they have not arrived yet. I was told by technical support line staff they are behind at the warehouse. I am now switching to another brand (freestyle). Another support team member said on a recorded line it was a "bad batch" which surprised me they said this out loud. I have had very low and high readings inaccurate and unstable glucose values with alarms and very significantly different from my true glucose by fingerstick. These are waking me up at night and interrupting me at work. This makes it difficult for me to work, sleep, drive, eat and properly dose my insulin as I am afraid of going too low. I cannot trust the devices and it is very stressful and damaging to my mental health and physical wellbeing. I am paying for the replacements out of pocket because the company has not been able to replace the failed devices fast enough. The first one failed on (B)(6) 2025. This makes me concerned there is a truly bad batch out there and not just a run of bad luck or anything am doing wrong. I have talked to my endocrinologist and asked for dexcom support to rule out anything I could be doing. They are not falling off. I am worried there is a manufacturing defect. Reference report: mw5165335, mw5165336.